Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos and a video sample were provided to our quality team for investigation. Upon visual evaluation, leakage through the adapter port was observed, confirming the reported concern. A device history review was conducted for lot 2411207. No deviations or nonconformances were identified during the manufacturing process that could have contributed to this observation. During the assembly process, an automated inspection is performed in which channels are leak-tested by passing airflow through them; parts that fail are automatically rejected. All quality records confirm that inspections were completed according to established procedures and that the product met all specifications for release. Additionally, three retained samples from the reported lot were evaluated. Visual inspection revealed no damage or defects in any of the infusion adapters. Leakage testing was performed by attaching the infusion adapters to an IV bag filled with liquid and applying pressure based on the available information, and without a physical sample from the reported incident for further evaluation, a definitive root cause cannot be identified at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Event details: the nss bag was seen leaking from the head section of the infusion adapter c100 after discussing with the customer, it was confirmed that the septum had not been punctured.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: the nss bag was seen leaking from the head section of the infusion adapter c100